Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
The physician attempted to deploy a protégé gps during procedure. After deployment of the first part of the stent (first 3 segments), the stent refused to open at all. It is reported that the physician could not continue the deployment. The physician withdrew the stent slowly into the guide catheter and pulled back the whole system out of the patient. Evaluation summary: the product was received with 2.5 cells of the stent exposed beyond the outer sheath. The gray tapered tip was nested against the stent outer interface. The catheter was held against a bright light source confirming that the retainer had disengaged and that the retainer tabs were damaged. The stent lumen (between the inner shaft and outer sheath) was flushed with tap water. There was significant blood residue flushed out of the lumen. A 0.035" dia. Test guidewire was loaded through the guidewire lumen without complication. The loaded device was staged in a deployment force test fixture. The stent deployed with 6.45 lbs. Of force. The design specification is equal to or less than 3.0 lbs. For deployment force. After the stent was deployed a significant amount of blood residue was found on the stent (between the struts and on the spline shaft). The retainer tabs were bent. The outer sheath was cut open longitudinally to expose the outer shaft's ptfe liner. The liner exhibited some longitudinal scratches.